Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they had sensor issues. They had blood on site with 3 sensors. Troubleshooting was performed. The site was not actively bleeding. The customer was taking 1 aspirin each day that may cause bleeding. It was noted that there was excessive blood at site. The customer's blood glucose level was 130 mg/dl. The product will not be returned for analysis.